Manufacturer narrative:
D4: possible model and catalog numbers: g33016 igtcfs-65-fem; g33017 igtcfs-65-jug; or g21360 igtcfs-65-uni. G4: PMA/510(k) number = k043509 or k072240. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an unspecified gunther tulip vena cava filter, implanted in 2005, was found to be fractured, with a thin wire fragment still attached, but moving freely within the inferior vena cava. The entire device was removed from the patient with forceps. There has been no report that the patient experienced any adverse effects due to this event.